Manufacturer narrative:
Philips service replaced the hard disk spare part and the service part single board computer, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot, with suspected sbc and hard disk issues on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.